Event description:
Event description cpi received information that this endotak lead was removed from service due to muscle stimulation, inappropriate shocks and insulation damage of the is-1 lead terminal pin. The implantable cardioverter defibrillator was coincidentally removed due to lead damage. Cpi's lab analysis has found a fracture of the endotak dsp lead.